Event description:
A cartridge alarm 30 was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer had previously reported similar alarms and was provided with a pump replacement as a resolution.